Event description:
A customer reported negative results with a patient previously type as rh+. The patient is diagnosed with acute myelogenous leukemia (aml). No death or serious injury was associated with this incident.